Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer (blood bank supervisor) reporting one false negative reaction with one donor when doing parallel studies with the ortho anti-fyb lot# fyb081g exp 06.03.17 against another manufacturer's anti-fyb product. Customer ran a parallel testing because she found different grade results when testing same donors with the two antiseras. Ortho verified that no incorrect or erroneous results have been reported. As a result of this event, they described testing was done because the daily qc with heterozygous cells fya+fyb- gave a weaker reaction of 1+ that was acceptable but different from the one they normally have when testing with the other manufacturer's antisera. Customer took randomly five donors and ran the anti-fyb test and she got the following results. (B)(6). Ortho verified that the customer currently has 2 vials of the anti-fyb in question, which was received 12.18.15. Customer indicates their expectation that the result would be 2+ or greater. Issue started on: (B)(6) 2016. Methodology used: traditional tube. Ortho verified that the customer is following the procedure outlined in the package insert and is making no deviation from that procedure. Listed anti-fyb and another manufacturer's reagent red cell have all been confirmed to have normal appearance and have been stored according to their package insert indications. Customer is testing with a manufactured saline ph 7.1-7.3, storage in bottles to wash the red cells manually when running iat test. Ortho discussed how the anti-fyb is ph dependent and referred the customer to the package insert and discussed the possible causes of weakened reactivity may be the ph of their saline. The customer indicates that all testing is going to be repeated using a different vial of anti-fyb same lot# and switching to a recently open saline solution. Customer reported that they don't normally take the ph of the saline solution previous to use. Ortho will send a different lot of anti-fyb to customer for troubleshooting purposes. Customer called ortho back and reported that troubleshooting testing with a fresh opened set of anti-fyb same lot#fyb081g has resolved the issue. Customer confirmed repeating the parallel study with the new vial and getting the next results have resolved the issue. (B)(6). Customer is going to discard the bottle that produced the weak reactions.